Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the print on top of the bags. This was identified at an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between march 12, 2018 - march 15, 2018. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leak were observed from any areas of the bag. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.